Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of movement disorders. It was reported the patient was getting all coupling bars but the ins was not charging and taking too long to charge. The caller stated she had the implantable neurostimulator recharger (insr) antenna over the device and saw there was full coupling for 6 hours but the device was not charging. During the call, the antenna was repositioned over the ins. Repositioning the antenna got the patient 6-8 bars and resolved the reported issue. The caller stated seeing zero coupling bars, they repositioned the antenna, pressed the green button, and stated they saw full coupling. The patient stated the ins battery was blinking 1/4 and the insr battery was full. The caller attempted to connect to the patient programmer (pp) and stated seeing the ins battery low screen. A replacement recharger antenna was sent. It was reviewed if the issue was not resolved with the replacement antenna, the patient may need to get the ins checked by the health care professional (hcp). No symptoms or complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The caller stated the patient received the recharging antenna but that did not resolve the issue. The patient could connect to the recharger and had full coupling but the ins battery was not incrementing past 1/4 charge. The caller reported the patient ended up in the emergency room in (B)(6) 2018 because the therapy turned off due to battery depletion and his symptoms came back. The caller stated the ER facility sent the patient home because they could not help with the device. The caller stated the doctor's office was made aware but the patient had not talked to the doctor since then. The patient was redirected to follow up with their health care professional (hcp). A replacement implantable neurostimulator recharger (insr) was sent.